Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an inflammatory mass at the catheter tip. The pump contained dilaudid 45 mg/ml at a daily dose of 2.16 mg/day. The hcp was titrating the patient's dose down and will eventually fill the pump with saline. A follow-up report will be sent if additional information becomes available.